Event description:
Reporting status: serious injury- surgical intervention/permanent damage. Reporting rationale: pt experienced angina requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported via a trial that the pt experienced angina in 2008 which was approx nine mos following stent implantation. The pt was hospitalized and a diagnostic angiography was performed at about four days later. Revascularization with coronary artery bypass graft (CABG) surgery was performed at about three weeks later. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina, as listed in the product instructions for use, is a know adverse event associated with coronary stenting. As there was no reported device malfunction, there does not appear to be any indications of a stent delivery system quality problem. In this case, the angina led to the hospitalization and angiography, and the pt was treated with CABG. Although the reported pt issue of angina is a known adverse event associated with coronary stenting, a conclusive root cause for all the reported pt issues and the relationship to the device, if any, cannot be determined.